Event description:
During the f/u in 2001, a thrombus extension into "cfv" from "gsv" was detected following the closure procedure in 2002. The pt was completely asymptomatic. The thrombus was 2-3 cm long and approximately 50% of the vein diameter. Thrombectomy was performed on day of event to remove the clot. The pt was hospitalized for less than 24 hours. The pt was placed on low molecular weight heparin (lovenox) for 24 hours following the thrombectomy and aspirin regimen.